Event description:
It was reported via repair work order that there may have been a footend drift which may have been due to a foot actuator malfunction. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that there may have been a footend drift which may have been due to a foot actuator malfunction. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted was this was determined to be a duplicate of medwatch #0001831750-2013-03967.